Event description:
The customer reported error codes relating to a spi bus failure. The spi bus is an internal communication link between the cpu and peripheral subsystems. No patient involvement reported.